Manufacturer narrative:
Event date is approximate, the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient connected to the ins and saw a por message. The patient was able to clear the message and get stim turned back. The patient said the device "threw a code" about a month ago but the patient doesn't remember what the code was when asked for the date the patient first saw the por message the patient said about a month ago. Patient said it took over 2 hours to charge the ins and the ins started at 30%. The troubleshooting steps that were taken on the call resolved the issue. There were no patient complications reported as a result of this event.